Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The customer blood glucose level was 437 mg/dl at the time of the incident and the current was 589 mg/dl. The customer stated that the multiple air bubble were found into the tubing and the reservoir. The customer stated that the size of the air bubble was pen head. The customer was not admitted into the hospital as result of the high blood glucose. The customer treated with the manual injection and the insulin pump. The device will not be returned for analysis. Unomed set.